Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review spanning approximately 3 days (B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 are from product testing at abbott. On (B)(6) 2021 at 17:24:14 there was a backup battery fault alarm due to a failed load test. This alarm remained active until the system controller was exchanged at (B)(6) 2021 at 13:31:21. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage. Pump operation was not affected. There were no other notable alarms in the log file. The system controller and backup battery were functionally tested and passed all stages of testing. The backup battery was able to pass a load test, able to charge, and was able to support a pump. The system controller was able to operate on a mock loop without interruption for an extended period. The reported event was not reproduced. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications prior to being initially shipped on 05mar2020. The device history records were reviewed and the records revealed the heartmate 11v backup battery (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a "backup battery fault alarm". The vad coordinator discussed with patient and family. The patient was not able to come into clinic. The vad coordinator instructed patient to silence the alarm through the night and perform controller exchange next morning when patient's family member is available to pick up new backup controller from clinic. The controller was exchanged without issue, pump parameters stable.